Manufacturer narrative:
Evaluation findings: a visual examination of the returned 24k100 tubing set packaging found that one end of the packaging pouch was opened. It was also noted that the opened end of the packaging had evidence of two attempts to seal the package. Further evaluation by the packaging engineer confirmed that there had been two attempts to seal the packaging. However, both sealing attempts were not successful. There are no other similar reports related to this lot number. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.

Event description:
The customer reported that the sterile package containing this 24k100 arthroscopy outflow/suction tube set was not sealed. The open seal package was discovered during set up. Another tubing set was used and the case completed as intended. There was no pt involvement, injury or surgical delay resulting from this reported problem.